Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiences redness and swelling. It was noted that the pacemaker was eroded through the skin. The pacemaker and leads were explanted due to the infection. The infection was not related to the products however it was related to the procedure. New pacemaker system was implanted on the later date. The patient was stable throughout.